Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tall clamp was loose. No patient was present at the time of the event.

Manufacturer narrative:
The clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The retainer ring had been pulled from the tip of the adjustment screw and was missing. As a result, the screw will close the clamp but cannot open it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the spine clamp used alongside the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.